Event description:
During deployment device indicated 'shock advised' then changed to 'no shock'. Second device was deployed and shock delivered. Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Evaluation of device pending.